Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.00 x 28 synergy¿ stent was selected for use. However, upon removing the stent protector, the stent got shifted and got separated. The procedure was completed with a 3.0 x 28 non-bsc device. No patient complications were reported.